Manufacturer narrative:
Additional information: the device was not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. A review of the device labeling was completed. Dislodged stent is identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# reference: (B)(4).

Event description:
It was reported that following a trabecular microbypass stent system procedure, the patient presented postoperatively with a dislodged stent observed on the iris. Through follow-up, the surgeon consulted with glaukos medical monitor who reviewed the case, and ways to monitor and manage the dislodged stent depending on whether the stent is fixed in its current position or is freely mobile. Additional information is being requested.

Event description:
Through follow-up, the following additional information was received. Per report, the patient''s status was described as "visualization of the stent is very good" with no adverse impact or intervention performed as of two (2) months postop. The event was noted as ongoing with the dislocated stent in the angle at "six (6) o''clock", stable (even with eye movement), with no harm or specific complaint from the patient. The report noted that the patient will continue to be monitored.

Manufacturer narrative:
MFR# reference: (B)(4).